Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on may 23, 2016. Method: device from reserve sample evaluated; photographic inspection; visual inspection. Results: improper physical structure. Conclusions: human factors issue. The actual sample was not returned for evaluation; however, a photo of the affected product was provided. The photo shows the venous inlet port on the top of the reservoir with the temperature probe, or thermistor, port. The insert of the thermistor that bonds inside the port was visible within the port, while the body of the component was no longer attached. A retention sample from product code 3cx*rx25rw lot uc08 was visually inspected and it was confirmed that the thermistor was intact with no damages. The packaging of the product was reviewed and it was confirmed that the thermistor does not touch any edges of the packaging that may cause it to break off or be damaged during shipping. Review of the device history records revealed no manufacturing issues. This product undergoes 100% visual inspection at several steps in the manufacturing process. It is likely that the product underwent damage during shipping and handling that caused the thermistor to break off of the port. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, the venous temp probe was broken. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.